Event description:
It was reported that the blade guide sleeve got jammed in the aiming arm during a trochanteric fixation nail system (tfna) procedure. While inserting the helical blade and attempting to disconnect the triple sleeve from the compression nut, the button on the aiming arm would not depress; it was stuck. The surgeon was able to use a bone tamp and mallet to depress the aiming arm locking device and release the buttress compression nut. There was approximately five minute delay in case with no extra time needed. The rest of the procedure went fine. This report is 3 of 3 for (B)(4).

Manufacturer narrative:
A product development investigation was performed ¿ minor scrapes and scratches found throughout the part. No significant damage found. The function of the buttress/compression nut is to advance the blade/screw guide sleeve through the aiming arm to buttress against the lateral cortex and to later compress (if needed) the implant construct. Excessive buttressing can lead to deflection within the various insertion instruments causing binding of the system. Additionally, when the guide sleeve is assembled properly to the aiming arm and a cantilever load is applied to the sleeve, binding also occurs. It is unclear if either of these two scenarios caused the binding with the instrumentation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. DHR review ¿ manufacturing location: (B)(4). Manufacturing date: 27. Jan. 2015. No anomalies were detected during device history record review. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 3 of 4 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information not reported. Device is an instrument and is not implanted/explanted. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.